Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-03040.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-03040. It was reported the patient's lead reflected high impedance values on multiple lead contacts. As such, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy was restored following the procedure and the issue is resolved.